Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the cover glass of the insertion section contained foreign material, the image quality was poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for evaluation. During testing, the service repair technician identified the device's cover glass of the insertion section contained foreign material and therefore the image quality was poor. There was no patient involvement.